Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when at the seventh firing during blood vessel treatment of a3 on a segmental resection of lung and thoracoscopy, after the knife was returned, an unintended articulation occurred. As there was tension applied to the blood vessel, the bleeding occurred from the blood vessel stump side. The reload was found to be articulated in a closed state. The issue had been recovered by pressure hemostasis and tachosil (tissue sealing sheet). It was stated that there were less than 200 cc of bleeding occurred as a result of the issue and the surgical time was extended by less than 30 minutes.